Event description:
It was reported that the patient lost therapy due to high impedances on both leads (manufacturer related reference number: 3006705815-2024-05576). Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was obtained, revealing that the entire system was explanted via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the previously explanted product was replaced via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.